Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that ten (10) years, ten (10) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe aortic stenosis. A 23mm transcatheter valve was implanted successfully as post-operatively tee revealed no significant perivalvular leak and excellent position of the valve. The case was uneventful and the patient was transferred to the cvicu post-operatively. He was later discharged on post-operative day #4.